Event description:
Patient reported left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Manufacturer narrative:
Healthcare professional has confirmed the diagnosis of capsular contracture baker grade ii and "essentially no change" in follow up appointments with the patient. This record will be un-reported as baker grade ii is considered non-serious and no other reportable events were indicated. Additional, changed, and/or corrected data: b2, b5, g2, h6, h11

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade ii. Device remains implanted. Patient was prescribed singulair to treat capsular contracture, but healthcare professional stated, "no change" in subsequent visits.